Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, it was noticed that the tip of the dilator was not as usual; the opening at the tip was bigger than normal, making it difficult to enter the femoral vein. The device was not used. The procedure was completed using a replacement sheath. No patient complications were reported. The device is expected to be returned for analysis.